Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated glucose levels with unclear cause while using the ilet system and provided feedback that the device screen was hard to see and the audio was hard to hear, leading to interest in a color display and voice-enabled options. Symptoms included hyperglycemia. Outcomes included no medical intervention or hospitalization, and the user reported glucose typically between 120 and 180. Investigation included review of use patterns indicating delayed or missed meal announcements, meal announcements occurring less than four hours apart, and frequent selection of ¿more¿ rather than ¿usual,¿ with coaching provided on meal spacing, announcement timing, and treatment of lows. Investigation of this case revealed user-related use challenges affecting glycemic control, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.